Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp 150/85. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report stating that the pump does not work. There was no patient involvement

Manufacturer narrative:
Customer information have been updated in the dedicated e section. Manufacturing date of device has been updated in the dedicated h.4 section. H.10: through follow-up communication livanova learned that an error message was displayed and that the user did not record the exact error code. A livanova representative provided technical assistance informing the customer to check the occlusion of the pump tubing since occlusion setting may led to the reported issue as per device instruction for use. The customer adjusted the occlusion of the pump and the problem did not recur. No further complaints have been received for this issue on this specific device. Thus, the reported problem was solely caused by a too high occlusion set by the user and no malfunction of device occurred. Based on the above, the reportability decision changes to not reportable case due to the event being solely caused by an user error. H3 other text : provided technical assistance at the phone and problem solved

Event description:
See initial report.